Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a moderately calcified, narrow, de novo, lesion in the proximal right coronary artery. A 4.0x8 mm nc trek balloon dilatation catheter (bdc) was used for post dilatation of an implant in the left anterior descending artery. Then the bdc was advanced to treat a lesion in the left circumflex (lcx) artery. However, during inflation of the bdc to treat the lcx the physician noticed watermelon seeding. The balloon had been inflated five times to 6-8 atmospheres for 5-10 seconds. Deflation was held for less than 30 seconds. Resistance was felt during removal of the bdc, due to the patient anatomy. The physician was sure that bdc was well deflated yet could not be removed. The bdc separated at the guide wire notch area. Another bdc was used to engage and remove the separated segment of the nc trek bdc. The nc trek bdc was replaced with an unspecified non-compliant bdc. There was no adverse patient effect. There was no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported separation was confirmed; however, the difficult to remove and inflation issue could not be replicated in a testing environment due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported inflation issue cannot be determined; however the reported difficulty to remove, shaft separation, removal of foreign body and additional treatment appears to be due to operation context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.